Event description:
It was reported that there was high lv (left ventricular) threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 implantable tachy lead, (B)(6) 2004; 447052 implantable pacing lead, (B)(6) 2004. (B)(4).